Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy irritation on her chest. The patient's nurse reported that the patient had a metal allergy and that the irritation was being treated with gauze. During a follow-up the patient reported that there was still some itchiness but that there had been some improvement to the irritation.